Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the display screen was found to be blank upon startup of the pump. The reported moisture behind the display lens was unconfirmed during investigation. The audible and vibratory feature of the pump was found to be working. There was no visible damage or corrosion found to the battery compartment. There was no corrosion found on the cartridge compartment. The display lens was found to be leaking during a leak test. The pump was opened; there was moisture residue found on the internal components and on printed circuit board. The remaining steps was unable to be performed due to the display screen not working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and reported moisture ingress behind the display. There was reportedly no damage to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.